Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer was treated by a doctor. The customer continue to get no delivery alarms. The customer was offer to troubleshoot the insulin pump but declined. The customer would like the insulin pump replaced. The customer was advised that we will replaced the insulin pump.